Event description:
During a bowel resection procedure, the staple was not present and the bowel leaked. The surgeon applied another device.

Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.